Manufacturer narrative:
(B)(4). The carefusion field technician tested the ventilator at the user facility and could not duplicate the reported problem. Carefusion has requested that the customer return the ventilator to the manufacturing site for further failure analysis.

Event description:
The customer reported that during patient use the ventilator rebooted to the patient select screen and that they were able to resume ventilation from that screen. She said that this situation happened again a couple of hours later on the same patient. They manually ventilated the patient with an ambu bag and then placed the patient on another ventilator, no patient harm.